Event description:
Return product received with no information. The return paperwork did not suggest or question a malfunction. There were no patient symptoms were reported and no patient injury. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.